Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips.. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for the freestyle precision pro meter was reviewed and the dhrs showed freestyle precision pro meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on returned meter and observed customer has removed multiple screws. Retained batteries were installed. Meter powered on with button depression. Lcd (liquid crystal display) was observed during power up/self-test sequence, no issues were observed. Control solution test was performed. Test did not start after sample was applied. Strip port module was removed from the meter and an internal visual inspection was performed. Observed evidence of liquid contamination. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a low reading from an abbott diabetes care blood glucose hospital meter. The healthcare professional reported a low blood glucose reading of 1.6 mmol/l compared to an abbott diabetes care blood glucose meter reading of 13.2 mmol/l. When plotted on a parkes error grid, the results fall in the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.